Event description:
It was reported by a nurse that a vns patient underwent replacement surgery as the device could not be interrogated. The nurse also indicated the generator had migrated down the chest due to patient losing weight. In turn, the generator migration made the lead stretch and caused the patient pain. At the moment, good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
(B)(4):the incomplete manufacture date was inadvertently reported on the initial MDR report.